Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of atrial fibrillation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported treatment with medication and hospitalization were the result of case-specific circumstances, as the patient required medical care and medication to treat the atrial fibrillation. Although a conclusive cause for the reported patient effect of atrial fibrillation and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed for atrial fibrillation requiring hospitalization. It was reported that on (B)(6) 2016, one mitraclip was implanted in a patient with functional mitral regurgitation, grade greater than or equal to 3+, reducing the mr to 2+. The patient was discharged from the hospital on (B)(6) 2016. On (B)(6) 2016, the patient's heart rhythm went into atrial fibrillation. The patient was hospitalized and medication was provided. The rhythm converted to paced. The event resolved without sequela that same day. Per study physician, the atrial fibrillation, and subsequent treatment, was not serious and probably related to the mitraclip and probably related to the mitraclip procedure. There was no device malfunction. There was no additional information provided.